Event description:
The reporter stated that a ventricular catheter became disconnected at a site proximal to the patient's head. The device was cleaned with betadine and reconnected. Prophylactic antibiotics were prescribed for the patient following this incident. The reporter described the patient as a large man who was very agitated, and stated that he was moving his head a lot.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.